Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered code 1003 indicative of voltage too low for projected remaining capacity. Device remains in service. No adverse patient effects were reported.